Event description:
Related manufacturing reference number: 2017865-2023-37963. Related manufacturing reference number: 2017865-2023-37964. It was reported that the patient presented to the hospital with an infection. It was noted that the pacemaker pocket incision was open with drainage. The patient explained they had hit their pocket by mistake. The pacemaker, right ventricular, and right atrial leads were explanted and replaced with a leadless pacemaker. The patient was in stable condition and treated with antibiotics.